Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the remaining longevity decreased three years between one year follow-ups. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected due to high rate atrial sensing. Also, mv and sam features are enabled and contribute to this battery consumption increase. This device remains in service. No adverse patient effects were reported.